Event description:
It was discovered during the patient's replacement surgery that the lead was tangled and the wire was exposed. The new generator was connected to the lead and system diagnostics was run, and low impedance was observed. The lead and generator were explanted and both were discarded after surgery.